Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an 450cc mentor siltex contour profile spectrum saline breast implant and experienced postoperative bilateral deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified breast implants. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient underwent bilateral explantation on (B)(6) 2019 as opposed to (B)(6) 2019. This supplemental report has been updated accordingly. Manufacturer reference number: (B)(4).